Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. The female patient reported that she was unable to get the insulin cartridges into her humapen luxura hd device. She experienced increased blood glucose. The device was not returned for investigation (batch 1605g03, manufactured may 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to cartridge holder attachment/removal or dose accuracy issues. The instructions for use provide directions for inserting a cartridge and attaching the cartridge holder securely to the pen body. The core user manual states, "if the cartridge holder is not completely attached, the screw may not move and you may not get your full dose." The instructions for use also states if any of the parts of your humapen luxura appear broken or damaged, do not use. In addition, the patient stated she did not prime her pen. The core user manual instructs the patient to prime the device using 2 units before every injection until insulin is seen at the needle tip. There is evidence of improper use. The user did not prime the device before each injection. This may not be relevant the event based on the complaint of cartridge attachment issues.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient assistance program (pap), concerned a (B)(6) female patient (at the time of initial report) of unknown ethnicity. Medical history included type one diabetes. Concomitant medication was not provided. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) via cartridge through a reusable pen (humapen luxura hd), at a dose of 3 to 7 units at mealtime for the treatment of type 1 diabetes, beginning on an unknown date. On (B)(6) 2017, she had sparklers going off in her knee. Approximately on (B)(6) 2017, she had a fall, diabetes and blood sugar was too high and she passed out. She also had a lot of pain in her left knee and left hip after the fall. She was admitted to the hospital in emergency room for one week due to the events. Her pain could not touch to knee or have her clothes touching knee. Pain in her left knee and left hip were constant. On (B)(6) 2017, she was discharged and sent to rehabilitation for a couple of weeks and then sent home. Her pain was getting better. She was experiencing back pain. She went to the orthopedic and being sent for an MRI on (B)(6) 2017. Prior to the fall, she was able to drive herself and as of (B)(6) 2017, she was not able to drive. As of (B)(6) 2017, she had pain, but the pain was more tolerable. Information regarding corrective treatment, outcome for remaining events and status of insulin lispro treatment was not provided. It was noted that the patient could not get the insulin cartridge into the hp luxura hd ((B)(4)/ lot number 1605g03). The patient was the operator of the hp luxura hd and her training status were not provided. The hp luxura hd model duration of use and the reported hp luxura hd duration of use were not provided. The suspect hp luxura hd was not returned to the manufacturer. The reporting consumer did not provide a relatedness assessment between the events and insulin lispro treatment or the hp luxura hd pen. Update 20-dec-2017: information was received on 15-dec-2017. Same previous information was reported. No new medically significant information was added to the case. Update 20-dec-2017: it was received the same information received on 06-dec-2017. No new information added or changes made in the case. Update 22dec2017: additional information received on 21dec2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields. Added date of manufacturer for the suspect device. Corresponding fields and narrative updated accordingly.\ update 02jan2018: the unique device identifier (B)(4) for the humapen luxura half-dose device was added for expedited device reporting.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient assistance program (pap), concerned a (B)(6) female patient (at the time of initial report) of unknown ethnicity. Medical history included type one diabetes. Concomitant medication was not provided. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) via cartridge through a reusable pen (humapen luxura hd), at a dose of 3 to 7 units at mealtime for the treatment of type 1 diabetes, beginning on an unknown date. On (B)(6) 2017, she had sparklers going off in her knee. Approximately on (B)(6) 2017, she had a fall, diabetes and blood sugar was too high and she passed out. She also had a lot of pain in her left knee and left hip after the fall. She was admitted to the hospital in emergency room for one week due to the events. Her pain could not touch to knee or have her clothes touching knee. Pain in her left knee and left hip were constant. On (B)(6) 2017, she was discharged and sent to rehabilitation for a couple of weeks and then sent home. Her pain was getting better. She was experiencing back pain. She went to the orthopedic and being sent for an MRI on (B)(6) 2017. Prior to the fall, she was able to drive herself and as of (B)(6) 2017, she was not able to drive. As of (B)(6) 2017, she had pain, but the pain was more tolerable. Information regarding corrective treatment, outcome for remaining events, and status of insulin lispro treatment was not provided. It was noted that the patient could not get the insulin cartridge into the humapen luxura hd, keeps turning ((B)(4)/ lot number 1605g03). She does not prime the pen prior to every use. The patient was the operator of the humapen luxura hd and her training status were not provided. The humapen luxura hd model duration of use and the reported humapen luxura hd duration of use were not provided. The suspect humapen luxura hd with (B)(4), which was manufactured in may2016, was returned to the manufacturer on 02jan2018. Upon investigation, it was noted that the device worked properly. The reporting consumer did not provide a relatedness assessment between the events and insulin lispro treatment or the humapen luxura hd pen. Update 20-dec-2017: information was received on 15-dec-2017. Same previous information was reported. No new medically significant information was added to the case. Update 20-dec-2017: it was received the same information received on 06-dec-2017. No new information added or changes made in the case. Update 22dec2017: additional information received on 21dec2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch and european and (B)(6) (EU/(B)(6)) device fields. Added date of manufacturer for the suspect device. Corresponding fields and narrative updated accordingly. Update 02jan2018: the unique device identifier (B)(4) for the humapen luxura half-dose device was added for expedited device reporting. Update 23jan2018: additional information received on 23jan2018 from the global product complaint database. Recoded humapen luxura hd pen from model number ms9673a to humapen luxura hd pen model number ms9673. Entered updated device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date returned to manufacturer for (B)(4) associated with lot 1605g03 of humapen luxura hd pen. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated (B)(6) 2018 in the describe event or problem field. No further follow up is planned. Evaluation summary: the female patient reported that she was unable to get the insulin cartridges into her humapen luxura hd device. She experienced increased blood glucose. The device was returned for investigation (batch 1605g03, manufactured may 2016); however, the cartridge holder was not returned. Investigation of the returned device and testing using a designated cartridge holder found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The instructions for use provide directions for inserting a cartridge and attaching the cartridge holder securely to the pen body. The core user manual states, "if the cartridge holder is not completely attached, the screw may not move and you may not get your full dose." The instructions for use also states if any of the parts of your humapen luxura appear broken or damaged, do not use. In addition, the patient stated she did not prime her pen. The core user manual instructs the patient to prime the device using 2 units before every injection until insulin is seen at the needle tip. There is evidence of improper use. The user did not prime the device before each injection. This may not be relevant to the event based on the complaint of cartridge attachment issues.